Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports (medwatch #(B)(4)) that a frazier 8 fr with control vent broke into 3 pieces while in the field. Surgeon was notified and through homeostasis, irrigation and suction the surgeon was satisfied no pieces remained in the patient.

Manufacturer narrative:
On 10/16/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Device history evaluation: DHR review. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: there is no applicable corrective action preventive action history. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.